Event description:
The customer reported a blood leak with a psn 210 dialyzer. There was a blood leak alarm. The blood leak was confirmed with a postive hemastix. There was no patient injury. During a follow-up discussion with the contact at the facility, she stated that the facility uses the phoenix hemodialysis hardware machines. The extracorporeal blood was not returned to the patient. The estimated blood loss is 100cc. There was no patient injury. Treatment was continued by placing the patient on a different machine. The dialyzers at this facility are rinsed with saline while on the phoenix machine prior to use. This facility does not reuse dialyzers.